Manufacturer narrative:
The initial reporter placed an expired implant. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 8 months after the dental implant and abutment were placed in ada site 19 in the mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The initial reporter placed an expired implant. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 8 months after the dental implant and abutment were placed in ada site 19 in the mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).